Event description:
It was reported that the patients stimulation was no longer adequate. It was also noted that the ipg had migrated and was painful at times. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.